Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Thirty-six (36) devices were evaluated in the field and the issue was confirmed; twenty-nine (29) devices had worn components, five (5) devices had damaged components, two (2) devices had a missing component. Two (2) devices were not evaluated; one (1) device was not able to be located for an evaluation, and one (1) device the customer canceled their service request and performed their own repair. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 38 malfunction events, where it was reported the brakes were not holding. Thirty-four (34) events had no patient involvement. Four (4) events had patient involvement, but there was no impact to the patients.